Event description:
The facility reports, the staff positioned the lift facing the right side of the client's recliner with the lift legs spread to fit around the recliner. The staff member attached the sling to the lift and then raised the client from the recliner, ensuring the sling would clear the recliner. When the staff member began to walk past a day bed, he turned his head to ensure that he had enough clearance to maneuver between the bed and a client in a wheelchair. They were bearly past the daybed when the staff member reported heard a "popping" noise. The staff member turned back to face the client and saw that the client was dangling a few inches off the floor with his head nearest the ground, and his right leg hanging over the sling at his knee. It is reported the left side head clip detached. The staff member called for help and another staff person came to assist him in removing the client from the lift. The client sustained a head laceration to the upper rear head which required seven staples to close.